Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Collimator was adjusted. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the collimator on the 7700 system is out of alignment. There was no report of pt injury.